Event description:
Event description cpi received information that this sweet tip bipolar lead (4269) had dislodged. It was removed from service and replaced with a bipolar steroid eluting lead (4285).